Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, there was difficulty inducing the patient for defibrillation threshold (dft) testing. Boston scientific technical services (ts) was contacted and discussed a potential loss of telemetry link between the programmer and the s-ICD. Subsequent induction testing was successful. No device issues suspected and no adverse patient effects were reported.